Event description:
The user reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab and generated negative results. The user reported they closed the test kit and there was a vertical line going up and down on the test strip. After 15 minutes it was all gone and the only line they see was a pink horizontal line on the control window. The user stated that there is no line visible on the sample window and the only pink line they see on the test kit is under the control window. The user stated that there was no line visible on the sample window and the only pink line they see on the test kit is under the control window. The user stated they took the pcr test and they will receive the result tomorrow because right now they are experiencing sore throat, cough, and a little cold. The user reported that if the pcr is negative they will take the serial testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 h/ lot 148383. Test base part number 195-160/ lot 153670 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.